Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement is likely to cause or contribute to pt injury. Device issue: stent dislodgement. It was reported that the stent implant came off of the stent delivery system (sds) balloon. The stent implant was found in the packaging. There was no pt involvement with this device. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that the potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, or forced sheath removal. However, there are in-process controls, for things such as, stent movement/placement and crimped stent outer diameter, in place to ensure that the stent is crimped adequately during manufacturing. Based on the info provided and without the device to examine, a conclusive root cause could not be determined for the reported stent dislodgement.